Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. The lead was returned severely kinked with all wires broken approx 19 centimeters from the stimulation end. There was also discoloration in the lead segment. No functional testing was performed due to broken wires in the lead segment. Conclusion: the cause of the reported complaint was confirmed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with an scs sys. The pt gradually lost stimulation. All contacts exhibited invalid impedance. An x-ray was taken and no anomalies were noted. The lead was removed and replaced with two new leads. Stimulation was achieved and the pt is doing well.